Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin.net transmission non-sustained lead noise due to post-paced t-wave oversensing was observed. Patient asymptomatic. Device was reprogrammed.